Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, the device had water leaking from the circuit. There was a vertical crack in the circuit body at the connection between the circuit and the main body, causing circulating water to leak out. Adverse effects not reported.

Manufacturer narrative:
D4: UDI updated (B)(4). H6: evaluation codes updated device evaluation: one sample was received for evaluation. A visual inspection found the sample in used condition without original packaging. A crack was found in the female luer connector. During the functional testing, the unit failed the leak test. The reported failure mode is confirmed. Based on the replication of the failure mode results, the crack reported is not attributable to the manufacturing process. No root cause determined due to the complaint not being attributable to the manufacturing process. A notification was sent to the supplier regarding the issue found. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections d3 and g2, please direct those to the following: regulatory.responses@icumed.com.